Event description:
It was reported that the customer received a button error alarm. It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer had air bubbles in their tubing. Customer's blood glucose level at the time 129mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.